Manufacturer narrative:
Insulin pump had a cracked battery tube threads and cracked reservoir tube lip. Insulin pump had a blank display due to corroded battery tube and corroded battery cap contact.

Event description:
It was reported that the insulin pump had physical damage. The blood glucose reading was 75 mg/dl. The customer's mother stated that there was a crack on the battery cap area and that the batteries leaked acid into the battery compartment. No significant events leading to the damage was observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.